Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31736278l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter. Initially, it was indicated that after inserting the catheter into the patient's body, the catheter loop did not change. The issue was resolved by replacing the catheter. The procedure was completed without adverse patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 30-mar-2026, additional information was received which indicated that the loop of the catheter was stuck/jammed in full contracted position. The knob/piston was unable to be pushed up. Therefore, the event was re-assessed as MDR reportable with an awareness date of 30-mar-2026. Additional information also indicated that there was no difficulty in removing the catheter. There were no other physical damage observed at the distal end of the catheter. No applications/ablations were performed before the issue.